Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were diagnosed as being defective. The customer ordered replacement batteries. No further repair information is available at this time.

Event description:
The customer reported that the system displayed a precharge voltage error message an would not boot up. There is no report of patient injury.